Manufacturer narrative:
A correlation between the device and the report of elevated ldh could not be conclusively determined. It was reported that the patient was treated with aspirin, coumadin, lovenox, heparin, plavix, and integrilin and discharged to home on (B)(6) 2017 with close monitoring. The patient remains on vad support and no further related events have been reported. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s lactate dehydrogenase (ldh) level was elevated between 566 u/l and 855 u/l. The patient was otherwise asymptomatic. The patient felt tired, but had also just finished antibiotic therapy for an upper respiratory infection. It was reported that ramp echocardiogram revealed the device was operating as expected. The patient was given several medications such as: aspirin, coumadin, lovenox, heparin, plavix, and integrilin. The patient's ldh remained between 500-600 u/l. The patient was discharged on (B)(6) 2017. No additional information was provided.